Event description:
Information was received that reported a patient was hospitalized in 2007. The reporter states that the patient's blood glucose began to rise the day before. They did repeated corrections via the pump. They changed the cartridge, the humalog insulin, the minimed quikset insulin set and the site on original date at about 7:30am, his bg was at 459 mg/dl and would not come down. He was taken to hospital, his blood glucose at admit is unknown. He was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.